Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 184-439 mg/dl and they became hospitalized. Cts unable to verify further details about hospitalization as customer became non-complaint during the call.